Event description:
According to the information there was a tubing tear.

Manufacturer narrative:
According to the available information, this inflatable penile prosthesis was implanted on 06/14/01 and removed 06/14/06 due to a malfunction. The sales rep observed the revision surgery and noted that the device was not inflating and observed a tubing failure at the time of explant. A pum was returned for evaluation. Examination and testing of the returned component revealed two separations on the in let tube of the pump. Testing revealed these to be sites of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. One partial separation was noted on the inlet tube of the pump. Testing revealed this to not be a site of leakage. Abrasion was noted surrounding the separations and partial separation. Based on previous qa simualtions and examination of the returned product, qa concluded that the rough and irregular surfaces associated with these separations indicates that sufficient stress was exerted on the inlet tube of the pump to separate the site while in -vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews modes of failure, such as this. Therefore, no additional action is required at this time.